Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was thinking of adjusting the stimulator today, but the settings could not be used when stimulation was intensified. Patient mentioned previously that the device could be used if stimulation was weakened and the stimulation was increased again as a measure to prevent the use of programmed values, but today, it did not go well. The group could not be changed with only a. The patient was asked to reduce the strength of all stimulations and increase it again, but there was no improvement. Patient was asked to consult with the medical institution and that the person in charge will be informed of the situation. When the patient went to adjust the stimulator, the settings were not available. It was unknown what may have caused the event. The issue was not resolved at the time of report. Additional information was received. It was reported that the cause of the 'settings not available' issue was that the impedance of the electrode used was as high as 40,000 ohms or more. On (B)(6) 2023, the program was changed at the time of the outpatient consultation. The issue has since been resolved.

Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the cause of the high impedance issue was not determined.